Manufacturer narrative:
The insulin pump was received with totally destroyed case, electronic assembly and missing the motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The wife reported via phone call that the insulin pump was damaged. The wife stated the insulin pump was broken to several pieces. It was reported the tubing of the insulin pump got caught by a branch. The insulin pump was ripped from the customer's body and ran over by a lawn mower. Customer's blood glucose was 129 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.